Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body (light blue part) of two (2) minicap transfer sets; further described as ¿the dark blue tip unscrew from the light blue part". This occurred after treatment of peritoneal dialysis therapy, when attempting to disconnect. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events were observed during unspecified dates of (B)(6) 2023, further described as "this week". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.